Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking at the septum. Customer reloaded the same cartridge and continued insulin therapy. Customer's blood glucose was 77 mg/dl.